Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) investigation was performed, and the reported event was not replicated. The fse could not reproduce any errors or malfunctions described by the customer. No issues were found. However, the fse replaced the generator. The system was tested and verified as ready for use. The generator associated with this complaint was returned for failure analysis, but the reported failure could not be reproduced on erbe connected to system. Remotefe could not confirm the fault occurred in the field. Visual inspection revealed that the unit had no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected. No product issue was identified. The reported event was not confirmed as failure analysis of the integrated electrosurgical unit (iesu) found no functional issue.

Event description:
It was reported that during a da vinci-assisted nipple sparing mastectomy surgical procedure, the patient suffered a burn. At this time, it is unknown what caused the thermal damage to occur or the extent of the injury. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information: the energy shield monitor (esm) was returned for failure analysis and the reported event was neither confirmed nor replicated. During visual inspection, no issues were seen that would be related to the reported event. The unit was installed onto a test system where the component functioned as expected. All connections/ports and cautery were tested and no issues were found.

Event description:
Refer to h11 for follow-up information.